Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: revision surgery was performed on april 16, 2024 due to loosening of the exeter stem.